Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 19655337/19720324.

Event description:
It was reported that the patient was experiencing too much stimulation coverage in the back and not enough in the lower extremities. The patient underwent a revision procedure wherein the ipg and linear leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned.